Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3093-28, lot# va0938x, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Analysis of the ins found that the setscrew was backed out too far. (B)(4).

Event description:
It was reported that the reporter had a case a week prior to report where there was an issue with a ¿defective¿ set screw of an implantable neurostimulator (ins). It was noted that another ins was used for the procedure. Additional information received reported ¿device defective.¿